Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia),") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included adverse reaction with mirena. Concurrent conditions included hysterectomy and nickel sensitivity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), headache ("migraines / headaches"), migraine ("migraines / headaches") and nausea ("nausea"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced allergy to metals ("allergic or hypersensitivity reaction type: nickel,in in expensive jewelry"). The patient was treated with antibiotics, para-seltzer (excedrin), paracetamol (tylenol), oxycocet (percocet), fluconazole (diflucan), ciprofloxacin (ciproflox), medroxyprogesterone (depo provera), surgery (underwent a total hysterectomy) and surgery (ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal discharge, allergy to metals, dysmenorrhoea, dyspareunia, headache, migraine, nausea and fatigue outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: there were 5 trailing coils. Discrepancy in essure removal:- on or about february 10, 2017, plaintiff sarah williams saw her physician and underwent a total hysterectomy at christ hospital in ohio. But in 1st f/u have you had your essure (or any part of the device) removed: no. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: nickel, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, did not undergo essure confirmation test. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (underwent a total hysterectomy). At the time of the report, the pelvic pain, headache and menorrhagia outcome was unknown. The reporter considered headache, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.